Event description:
Customer reported that he had unexplained high blood glucose. Called the paramedics and he was hospitalized. The blood glucose reading was 650 mg/dl at the time the paramedics arrived. Customer stated that he was vomiting blood prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.